Event description:
The event is reported as: complaint alleges: when the user connected the micromist nebulizer to a ventilation circuit, the system did not pass the leak test. Defect discovered prior to use on a pt. No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. The sample involved in the incident was not available for eval, therefore, if is not possible to identify the root cause of the condition reported and a corrective action cannot be defined.